Event description:
Pt underwent a catheter replacement and was implanted with a synchromed intraspinal catheter. Following implant of the catheter, a bolus infusion of intrathecal baclofen was programmed to infuse through the new catheter. Miscalculation of the bolus dose to fill the new catheter caused an adverse pt event of baclofen overdose, characterized by coma and hypoventilation. The pt condition resolved within 24 hrs after the pump was stopped and reprogrammed to the correct dose.